Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient and device codes). H6 patient code: no code available (3191) used to capture the insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address valgus collapse of the tibia and loosening of the tibial component at the cement to implant interface. The tibia was removed and replaced with a competitor dome and fixed bearing attune revision tibia, and cemented stem. Poly size was increased from a 5mm to a 12mm. Doi: 2014, dor: (B)(6) 2020, right knee.